Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver log was attempted to download but could not be performed since the receiver ceased to function. The receiver functional test was attempted but could not be performed. The receiver case was opened for internal visual inspection and it failed. A defective battery chip with cold solder joint at mounting pin was observed. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective receiver battery.